Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "internal comm failed - 2301" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting (check box on MDR) information submitted on the initial medwatch report. Please reference section b5. Device evaluation: the customer's report was observed during initial testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing without duplicating the report. The ventilator operator's guide advises the user to turn off the pulse oximeter monitor to end the alarm condition through the spo2 context menu while also removing the probe from the device. The spo2 board was replaced as a pre-caution. The device passed the final test procedure, was re-certified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend. Reports of this nature are typically not submitted due to the fact that the device can still administer therapy.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an unknown "internal comm error" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.